Manufacturer narrative:
This report is being supplemented to correct the aware date of the supplemental report # 1; the correct aware is july 21, 2020 and not june 26, 2020.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined however, the most probable cause of the issue was likely attributed to user mishandling.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the device was found to have a shorted and kinked cable. The image was found intermittent and was slightly off due to the defective cable. The identified parts were replaced and device was repaired. Once completed, the device was tested according to the required testing and specifications . Device passed all testing with no issues observed. As stated on the IFU and as a preventive measure: be sure to prepare another camera head to avoid interruption of the examination due to equipment failure or malfunction. This product may interfere with other medical electronic equipment used in combination with it. Before use, fully confirm the compatibility of this camera head to all equipment with which it will be used. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged.

Event description:
It was reported that during an unspecified procedure, the device otv-s7proh-hd-12e exhibited no image. According to the reporter, the device stopped working. The intended procedure however, was completed using a similar device. There was no patient impact or harm reported due to the event.